Event description:
The pt reported that on 4-5 occasions, he has experienced the infusion set tubing either partially or fully separating from the luer lock connection. The pt reported that on these occasions, his blood glucose values elevated from 14 mmol/l to 27 mmol/l (250-500 mg/dl). His normal range is 5-8 mmol/l (90-145 mg/dl). He reported that, he was experiencing frequent urination while his blood glucose values were elevated. The patient reported that, he changed his infusion set and bolused to reduce his elevated blood glucose values. The pt reported that one instance occurred while the pt was riding his bicycle and the other three instances occurred while the patient was going to bed. No medical treatment was required. The pt does no have any of the affected product and therefore no product will be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.